Event description:
It was reported that the right ventricular (rv) lead had high impedance and a high number of short v-v intervals. It was also reported that a lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).